Event description:
There was an add'l fracture (trohanteric) during the surgery (intertrohanteric). The right spar would not hold traction and would slide forward during the procedure and staff could not get the tabel to hold.